Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. The right ventricular (rv) his bundle lead exhibited accelerated ventricular rate. The right atrial (ra) lead exhibited diminished sensing and intermittent undersensing on stored electrograms (egm). The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.